Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: it was reported: ""when the package was opened for dermal sutures, the suture seemed to have burned out in the middle of the thread"" please clarify: what was being done when the suture broke (removal from package / during passage through tissue / during tying?: it was found before use, so the product was not used for the surgery. What do you mean by: ""the suture seemed to have burned out in the middle of the thread""?: this issue is probably that the suture seemed to be melted in the middle of the suture. Do you mean suture broke? Or suture frayed meaning the suture appears unraveled or frayed but not broken? Or surface suture related issue?: there was no information about whether it broke or frayed. No further information is available. When we received the device, it will be observed at sukagawa. Lot number?: lot number is sammjk. Device return status?: we regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a caesarean section on (B)(6) 2022 and suture was used. When the package was opened for dermal sutures, the suture seemed to have burned out in the middle of the thread. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/23/2022 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: visual analysis of the returned sample determined that one opened sample of product code z304h was received to ethicon for evaluation. As per the visual inspection of the product received, the suture suffered thermal deformation, including shrinkage, and melting into the winding former; however, in the visual inspection of the winding former, no damage or defect on the plastic tray could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The suture from opened product had significant thermal damage, including shrinkage and melting. The thermal damage to the suture is consistent with re-sterilization by autoclaving. In addition, product packaging clearly states: ¿do not reuse re-sterilize¿. Autoclaving conditions thermally damage the product and fatigue the packaging and the reported complaint is confirmed by an external cause. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.